Event description:
Patient was admitted with menorrhagia for dilatation and curettage, hysteroscopy, novasure, endometrial ablation. The meter which measures width did not move after device was inserted in patient. The meter was checked several times with no change. It worked outside of the uterus. A new device was used and worked properly on first attempt. No injury to patient.